Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. While on site the fse performed pipettor alignments and noted they were "significantly off". The fse also rebuilt a leaking precision pump and precision pump valve and also rebuilt the wash pump and wash valve. The fse then replaced wash carousel bearings. The system was verified with system check, high sensitivity (hs) system check, a precision run and qc. After the repairs were complete, all verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) results is due to a system malfunction although no one part can be implicated as the sole contributor in this event.

Event description:
The customer contacted beckman coulter on (B)(6) 2016 to report generating non-reproducible troponin I (access accutni+3) results for four (4) patients on the access 2 immunoassay system serial number (B)(4). The elevated access accutni+3 sample for the first patient (designated as patient one (1)) was repeated on the same access 2 immunoassay system serial number (B)(4) and an elevated access accutni+3 result, above the assay's normal reference range, was obtained. The sample was also processed twice on the laboratory's alternate access 2 immunoassay system serial number (B)(4), and lower access accutni+3 results, within the assay's normal reference range, were obtained for both replicates. The elevated access accutni+3 samples for the second and third patients (designated as patient two (2) and patient three (3)) were processed on the same access 2 immunoassay system serial number (B)(4) and lower, but still elevated access accutni+3 results, above the assay's normal reference range, were obtained. Both samples were also processed on the laboratory's alternate access 2 immunoassay system and lower, but still elevated access accutni+3 results, which correlated with the repeat access accutni+3 results from analyzer 507634, were obtained. The elevated sample for the fourth patient (designated as patient four (4)) was repeated on the laboratory's alternate access 2 immunoassay system and a lower, but still elevated access accutni+3 result, above the assay's normal reference range, was obtained. The elevated results were not reported outside of the laboratory and there was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. Quality control (qc) failures were noted in the submitted data, but recovered within customer established ranges upon repeat. Qc recovered within customer established ranges on the date of the event. Calibration and system check parameters were performing within assay and instrument specifications prior to the event. The patients' samples were collected in serum separator tubes and were centrifuged for ten (10) minutes at 3600 rpm (revolutions per minute). No issues with sample integrity were noted by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.